Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The instruments went under 1 or 2 cycle of sterilization and they started losing its shape, rotating device got stuck, insulating cover over the shaft started expanding from the actual length, insulating cover started having rough humps over the entire shaft, metal part started changing color. No patient contact or injury reported.

Manufacturer narrative:
Integra has completed their internal investigation on january 29, 2018. Evaluation of returned device; there are some circular white light stains on the surface of the instrument. These stains are not the beginning of an oxidization of the instruments but a thin deposit coming from chemicals. There is no issue for assembling with a handle and functioning. DHR review; no anomalies that could be associated with the complaint were observed conclusion: the most probable cause of the white stains is cleaning water or rinsing water too hard. The coloration of the instruments comes from the use of improper reprocessing water. It must contain chemicals such as iron, copper, manganese or silicates.

Manufacturer narrative:
The following MDR medwatch numbers: 2523190-2017-00162, 2523190-2017-00163, 2523190-2018-00007, 2523190-2018-00008, 2523190-2017-00161 were submitted in error. Documentation review of our risk management files confirmed the reported failure mode as non-critical and within the acceptability range. Integra has recently undergone a restructuring of our complaint department. Subsequent restructuring has led to a more vigilant oversight in the complaint risk review process. While performing the complaint closure process it was noted the risk was incorrectly assigned. As a result, we have retrained all parties involved.

Manufacturer narrative:
Integra has completed their internal investigation on january 11, 2018. Results: DHR review; unable to review the applicable DHR as the lot no. Was unavailable. Complaints history; no adverse trend - first occurrence of this risk for this device. Conclusion: a complaint investigation (failure analysis) and determination of root cause is not possible as the complaint could not be verified due to lack of sample.